Manufacturer narrative:
The e-series brush head is an accessory to the sonicare toothbrush. The serial number of the brush head was not provided. A risk assessment has been performed indicating the risk of serious injury from this malfunction is unlikely given all materials are biocompatible and the bristles are too small to block airway. Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that bristles from the e-series brush head were falling off in their spouse's mouth. No injury reported.